Event description:
It was reported that as lvp 20d low sorb ss 1.2m had flow issues, air bubbles, and occlusions. The following information was provided by the initial reporter: material #: 10010453 batch/ lot #: 20105711, unknown. It was reported that the tubing sets will not prime. It was reported that air bubbles occur after the set is primed. It was reported that the pump alarms occlusion if the sets are able to be primed. Verbatim: having issues with the lipid filters. Nursing is reporting a) inability to prime past the filter, b) after priming tubing past filter, lots of air bubbles, and c) if able to prime, pump alerts occlusion & they are forced to re-prime new tubing.

Manufacturer narrative:
H6: investigation summary: one used sample model 10010453 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20105711. Medical device expiration date: 2023-10-06. Device manufacture date: 2020-10-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m had flow issues, air bubbles, and occlusions. The following information was provided by the initial reporter: material #: 10010453. Batch/ lot #: 20105711, unknown. It was reported that the tubing sets will not prime. It was reported that air bubbles occur after the set is primed. It was reported that the pump alarms occlusion if the sets are able to be primed. Verbatim: having issues with the lipid filters. Nursing is reporting a) inability to prime past the filter, b) after priming tubing past filter, lots of air bubbles, and c) if able to prime, pump alerts occlusion & they are forced to re-prime new tubing.